Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the instrument was broken when removed from the package. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
2/5/1998-supplemental report #1 submitted to FDA. The reported condition has been confirmed and attributed to a weak rotation knob.